Manufacturer narrative:
The company representative examined the system and found system message (sm) - submodule non-conformance - dac timeout in the event log. The laser module was replaced. The system was then tested and met all product specifications. The laser module was received and a visual assessment of the returned sample did not reveal any nonconformity. The laser module was installed into a calibrated system for testing. The system powered up, recognized the laser module and booted up without any system messages. An endo laser probe was attached and fired multiple times, but the reported event could not be replicated. The laser module passed all testing and met product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure with laser and silicone oil injection, a system message displayed regarding laser failure. The laser probe was exchanged, but the issue persisted. The case was completed without laser treatment.